Event description:
It was reported that the lower display of the external pulse generator had vertical lines running through it. The generator was returned for service. It was further noted that this was observed during routine testing and no patient involvement was indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is out of specification (segments missing). Incorrect screw installed to hold lcd display in place (device tampered with). Upper case is broken and lower case is contaminated. Ring cover is contaminated and two side bail covers are broken. Battery release, heart block, lead flex cover, two pcb (printed circuit board) screws, two board connector cables, heart wire contacts, battery drawer, and main pcb are contaminated. Keyboard pad is scratched. Encoder flex is out of specification (damaged flex).